Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: sampling solution instrument / biopsy / suction channel; sampling, solution/ auxiliary channel; sampling solution air/ water channel; swab distal end, cfu: <1cfu, bacterial identification: staphylococcus pasteuri; staphylococcus pragensis; bacillus sp; staphylococcus epidermidis. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Based on the data provided, the case can only be partially assessed. In general, device damages could be a source of microorganisms. The device evaluation also showed foreign objects in air/water channel. No details regarding customer cds available to review and for comparison with a validated procedure from our IFU. It is unknown which microorganism(s) were identified by the customer. Olympus hmi identified low cfu counts of bacillus species and three staphylococcus species. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope shows an excessively high bacterial count in the suction channel. There were no reports of patient harm.

Event description:
It was reported the colonovideoscope shows an excessively high bacterial count in the suction channel. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.